Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the surgeon noticed that the monopolar curved scissors (mcs) cable lost its movement. The mcs was removed from the patient's cavity, and its rupture was observed. Then, the mcs was removed and replaced by another to complete the procedure without complications. The procedure was completed with no reported injury.